Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate plus profile saline breast prostheses and experienced symptoms including breast implant illness, pain, itching, rashes, extremely dry hair, dry skin, brain fog, fatigue, sinus pressure, inflammation, and headache post-operatively. As a result, the patient underwent explantation on (B)(6)2022. This report is for the right side device.